Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, misaligned, crushed and stretched distally over the bumper tip. Stent moved for 2.1cm distally on the balloon. Based on the complaint report and the analysis performed the damage noted most likely occurred when the stent got caught on the guide catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the right coronary artery. A 4.00mmx28mm synergy ii everolimus-eluting stent was advanced for treatment but the stent failed to cross the lesion. Consequently, the stent was removed, it got caught onto the guide catheter and the stent stripped off. The device was completely removed from the patient's body by pulling the whole system. The lesion had to be re-crossed and another 4.00mmx28 synergy ii everolimus-eluting stent was advanced and successfully completed the procedure. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the right coronary artery. A 4.00mmx28mm synergy ii everolimus-eluting stent was advanced for treatment but the stent failed to cross the lesion. Consequently, the stent was removed, it got caught onto the guide catheter and the stent stripped off. The device was completely removed from the patient's body by pulling the whole system. The lesion had to be re-crossed and another 4.00mmx28 synergy ii everolimus-eluting stent was advanced and successfully completed the procedure. No further patient complications were reported and the patient's status was stable.